Event description:
It was reported that prior to use, it was noted that the tip sleeve had melted. It was further reported that this event did not occur during a surgical procedure and there was no delay, adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned

Event description:
It was noted that the tip sleeve had melted. It was further reported that this event did not occur while in the patient. The procedure was completed successfully and there was no delay, adverse consequences or medical intervention as a result of this event.